Event description:
It was reported that an erbe system: argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-000, serial number (B)(4)) was used in a procedure to treat arteriovenous malformations (avms) in the cecum. The settings were apc pulsed, effect 2 at 20 watts. The patient presented next day with pain. A cat scan was negative. Nevertheless, the patient was placed on prophylactic antibiotics. The following day, the patient returned and complained of more intense pain. Therefore, the cat scan was repeated and free air was discovered. To address the patient's condition the bowel was re-sectioned and a colostomy was performed due to the perforation as well as ensuring peritonitis. The patient was hospitalized, but doing well.

Manufacturer narrative:
The system was returned and thoroughly inspected/tested. Specifically, a technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured for the apc. All equipment outputs were found to be within specification. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no equipment related issue was found that would have caused or attributed to the event. Most likely there were many factors involved in the reported event. However, it appears that upon the intervention, the remaining tissue of the bowel wall in the cecum (a very thin walled area) did not stay intact which resulted in the perforation. Nonetheless, no corrective determination could be made as to the cause of the incident. The account is being made aware of the findings. To further address the issue, additional in-service work is being planned with the involved medical staff. Erbe USA, inc. Is now closing the file on this event.